Event description:
The customer reported that during a routine check prior to initiating therapy on a pt, the keypad was not functioning and they were unable to zero the pressure transducer. The pt was placed on another unit and therapy was initiated.